Manufacturer narrative:
Subject device is not available.

Event description:
It was reported the retriever failed and was stuck in a sharp turn; thrombosis reported. No additional information is available.

Manufacturer narrative:
Gtin - added. The device history record (DHR) could not be reviewed because the lot number was not reported. The subject device was not returned for analysis, therefore physical and functional evaluations could not be performed. However, the reported thrombosis is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu). Based on the information available, an assignable cause of known inherent risk of procedure was assigned to this event.

Event description:
It was reported the retriever failed and was stuck in a sharp turn; thrombosis reported. No additional information is available.